Manufacturer narrative:
Concomitant product(s): a 407645 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds and loss of capture at maximum output in bipolar and unipolar. Also, the right atrial (ra) lead exhibited high thresholds, non capture, and complete undersensing. A dislodgement was confirmed, as the atrial lead had pulled back into the superior vena cava (svc). Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.